Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-may-2024, it was reported that the patient was hospitalized due to diabetic ketoacidosis. The date of hospitalization was (B)(6) 2024 and length of the hospitalization was 2 days and blood glucose was reported 600 - 700 mg/dl. Feeling sick/unwell flu symptoms were reported at time of hospitalization. No further information available.